Manufacturer narrative:
(B)(4). The device was not returned; however, a photograph was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small white particles were found in a 500ml intravia container. The reporter stated there were three particles, less than 1mm in size, detected in the bag. The bag was filled with aralast np. It was reported that the solution reacted with the plastic bag creating the white particles and causing the solution to turn yellow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.